Event description:
On (B) (6) 2008, the patient reported that he checked his infusion tubing connection today and found that the outer tubing had separated at the luer lock. He stated that no insulin was leaking and his blood glucose was not affected. The infusion tubing had been in use since (B) (6) 2008. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.